Event description:
Consumer reported complaint for low, high and erratic blood glucose test results. The customer is concerned with test results from back to back blood test results of 140 and 65 mg/dl pm fasting; customer stated the results had been obtained the week before. The customer¿s expected am fasting blood glucose test result is 90 mg/dl and expected pm fasting blood glucose test result is 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). Customer had discarded the vial and was unable to provide test strip lot information. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Lot number not provided -unable to test retention. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.